Event description:
Pt admitted with diagnosis pain left elbow proximal left ulna fracture with failed fixation plate. One month after surgery the pt's cast was removed to start rom exercises (gently) to prevent a stiff elbow. The pt used the arm to drive and to push a car seat forward. At that point pt felt a snap and had pain. Intra-operative per surgeon the pt had fractured through one of the screwholes where the most serious of the fractures existed. Multiple fracture's had actually taken place within the ulna. Pt underwent repeat orif proximal ulna fracture with 2 compression plates in 2002.